Event description:
The hosp reported that the perfusionist noted a leak from the vent port after beginning bypass. Blood leakage gradually increased. The unit was changed out. Blood loss was almost 50 ml. Pt developed a high fever.